Event description:
Patient's mother and (B)(6) rn reported ms3 pump for sub q remodulin had a siren alarm, screen went black and was hot to the touch. Mom stated pump ran hot a couple times. Battery was not low, they put battery back in and worked fine in morning, however, same thing happened later that night. Switched to good pump. No ae as result of pump malfunction. Shipped replacement pump for next day delivery. Shipped return box for defective pump on (B)(6) 2018. Dose or amount: 1. Frequency: continous. Route: sq. Dates of use: (B)(6) 2017 to (B)(6) 2018. Diagnosis or reason for use: pah.